Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: b5, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lens in the optical system is broken. Olympus will continue to monitor field performance for this device. This report was sent in error as this alarm would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
There was no additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue occurred during reprocessing. There was no patient involvement.